Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured driveline power fault alarms throughout the event history on (B)(6) 2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. It was said the patient arrived with driveline power fault alarm. The patient previously had a driveline tear repaired with recue tape above the modular cable from an accidental cut with scissors about 6-8 months ago. The patient arrived with 4 batteries and no backup system controller. The loaner backup system controller was placed in the rolling stand. Data was downloaded and sent. The driveline power fault alarm was cleared twice and returned, and a self-test was performed where it seemed to be quieter than normal. The system controller and modular cable were exchanged. The log showed that the driveline power faults did not return but the data used to trigger the alarm has not returned to normal so the alarm given time would likely return. It was said the driveline power fault did return following the exchange.